Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that he has experienced elevated blood glucose over the past 2 weeks since using new infusion sets. After changing the first infusion set, his blood glucose elevated to 350 mg/dl. He attempted to correct the hyperglycemia by changing the infusion set and delivering a bolus, but this was not successful. Pt also reported the infusion sets leak insulin when he delivers correction boluses. The infusion set self-adhesive becomes wet, but when he removes the infusion set, the cannula is not bent. He has experienced this concern with multiple boxes of infusion sets. The infusion sets were requested for eval. The infusion device was not requested for eval as pt reported it works as intended. Pt did not require treatment from a health care [professional or second party] to address the issue. No additional info was provided.